Event description:
It was reported that halaven leaked from between the bd phaseal¿ protector p14j and vial. The following information was provided by the initial reporter, translated from japanese to english: "after connecting p14j to a vial, leakage of the liquid occurred. The drug used is halaven."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-30. H6: investigation summary: one protector attached to a vial was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane. The protector was properly fitted to the vial and the needle penetrated the stopper properly, however, it was noted to have penetrated the stopper slightly off center causing some damage to the ring of the vial cap. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples could not be evaluated.. Based on our investigation and sample evaluation, it was determined the root cause of this incident is related to the protector needle damaging the vial during attachment. The protector must be completely vertical when attaching onto the vial, the m12 assembly fixture is recommended to ease this connection.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that halaven leaked from between the bd phaseal¿ protector p14j and vial. The following information was provided by the initial reporter, translated from (B)(6) to english: "after connecting p14j to a vial, leakage of the liquid occurred. The drug used is halaven."